Event description:
The plaintiff alleges that plaintiff worked as a licensed practical nurse, and wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1995, following a rast test, plaintiff was diagnosed by a doctor as being allergic to latex. Plaintiff also alleges that plaintiff had become sensitized to latex, and is now subjected to increased health risks. Plaintiff further alleges that plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore, plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, as well as economic loss. Finally, the plaintiff's spouse alleges that they have suffered the loss of support, services and companionship of their spouse.